Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen and contrast in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was located on the stylet along with the protective sheath. The stent implant was positioned on the stylet backwards with the proximal end of the stent implant closest to the protective sheath. The distal end of the stent implant should have been closest to the protective sheath. There was a kink in the stent implant between the first and second row of distal struts. There were four struts in the first row of distal struts that were bent and there was a clear fiber wrapped around the bent struts. There was one strut in the tenth row of proximal struts that was flared. There was no other damage noted to the stent implant. The balloon was loosely folded, there were crimp marks on the balloon between the markers. The crimp marks confirmed the stent implant was correctly placed on the balloon originally. The guide wire exit notch was torn for a length of 5 mm, there was no other damage noted to the stent delivery system. A laser micrometer was used to measure that stent implant outer diameters, these met manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident information. The analysis of the returned sds confirmed the reported dislodged stent from the balloon. The stent implant was located on the stylet along with the protective sheath; however, positioned backwards. This suggests that at some time, the stent implant completely came off the sds and was remounted back on the stylet. It is recommended in the "inspection prior use" section of the IFU that "prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damages. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." In this instance, it was reported that the stent was noted missing after advancing the sds in the patient. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. If force is inadvertently applied during removal of the protective sheath, the stent may sustain mechanical damage. In this instance, extensive damages were noted on the stent implant during analysis. These types of damages (kinked strut, bent struts, flared strut) may occur during removal from packaging at the account, handling of the device at the account or during analysis, or during manufacturing process. However, many quality inspections are in place on-line during manufacturing, including 100% visual inspections of all stents for damage, to ensure this issue is not related to a manufacturing issue. There was presence of crimp marks in the correct orientation on the balloon and between the markers. This indicates that the stent implant was originally positioned correctly and securely at the time of manufacture. The damage to the stent may have occurred when handled post procedure, considering that it was indeed removed and replaced on the mandrel backwards. In addition, although not reported, a clear fiber was found wrapped around the bent strut. It is uncertain exactly where the fiber came from. It is possible that it came from the cath lab. If the stent became caught on some gauze or a gown, this could have caused both the bent strut and introduction of the fiber. However, the possibility that the fiber originated from the manufacturing facility cannot be ruled out. There are many in-process inspections during manufacturing and the release testing process to help assure this issue is not related to manufacturing. Also, during analysis of the returned device the guide wire exit notch was noted torn. The damage at the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds if resistance was encountered between the sds and the guide wire. Although presence of blood in the guide wire lumen was noted during analysis, there was no report of any resistance encountered during the procedure. Also, aggressive handling of the device post use may lead to tear of the guide wire exit notch. Dimensional analysis indicated that the stents outer diameters (proximal to the damage) met manufacturing criteria. However, the protective sheath inner diameter was outside the allowable range. It does not appear that the protective sheath being oversized is related to the reported discrepancy. In this instance, based on the analysis findings, a conclusive root cause cannot be determined for the dislodged stent and subsequent damage to the stent implant. However, a field discrepancy notice was initiated to investigate the issue of the oversized protective sheath. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that after placement of a 4.0 x 28 mm rx vision distally in the lesion, another rx vision of the same size was selected to be placed proximal. After the stent delivery system was advanced in the patient, it was noted that the stent was not on the balloon. The stent was found on the mandrel. After replacement of the guide catheter, a 4.0 x 33 rx zeta was used to complete the case. No additional event or patient information is available.